Event description:
It was reported that the device was at premature elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). We did receive performance data that collected from the device and have analyzed the data. The battery voltage - pre/approaching elective replacement indicator (eri) and the weekly battery voltage trend data in save to disk (B)(4) shows minimum battery is equal=2.813 to 2.642 volts between (B)(6) 2011 and (B)(6) 2012, is before device recommended replacement time (rrt) is equal or less than 2.6251 volts. The device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.